Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sides pain') in an adult female patient who had essure (batch no. 827451-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 165 lbs. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis & urinary tract infections"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: consti12ation & loose bowels") and diarrhoea ("gastrointestinal or digestive system condition type: consti12ation & loose bowels"). In (B)(6) 2015, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension") and dizziness ("other injury(ies) or complication please describe: dizzy spells"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). In (B)(6) 2019, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis & urinary tract infections"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge.") And headache ("headaches"). The patient was treated with clindamycin, ibuprofen, lisinopril, metronidazole (flagyl 250), minoxidil, paracetamol (tylenol) and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, vaginal haemorrhage, menorrhagia, bacterial vaginosis, hypertension, uterine leiomyoma, vision blurred, weight decreased, constipation, diarrhoea, dizziness and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, constipation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2008. Plaintiff received treatment for fallowing conditions: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, bladder problems., uti, vaginal infect., vaginal discharge. Right side 2 essure coils and left side 2 coils. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Lot number report (827451) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ sides pain') in an adult female patient who had essure (batch no. 827451-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis & urinary tract infections"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2014, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation & loose bowels") and diarrhoea ("gastrointestinal or digestive system condition type: constipation & loose bowels"). In (B)(6) 2015, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension") and dizziness ("other injury(ies) or complication please describe: dizzy spells"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2018, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). In (B)(6) 2019, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis & urinary tract infections"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge.") And headache ("headaches"). The patient was treated with clindamycin, ibuprofen, lisinopril, metronidazole (flagyl 250), minoxidil, paracetamol (tylenol) and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, vaginal haemorrhage, menorrhagia, bacterial vaginosis, hypertension, uterine leiomyoma, vision blurred, weight decreased, constipation, diarrhoea, dizziness and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bacterial vaginosis, bladder disorder, constipation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2008. Plaintiff received treatment for fallowing conditions: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, bladder problems, uti, vaginal infect, vaginal discharge. Right side 2 essure coils and left side 2 coils. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Lot number report (827451) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received: case become serious incident, essure removal done. Reporter information, removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.